Event description:
It was reported that dr. Broke capture on outside of hexdriver (not part in patient) by releasing with pliers because it was stuck. The procedure was completed with a smith and nephew back up device. No delay reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirmed the tip is damaged on the humeral 3.5mm hexdriver, which would cause the device not to function as intended. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.